Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up abnormal sensing was noted on this right ventricular (rv) lead during a device change out due to elective replacement indicator (eri). The physician elected to implant a new pace/sense lead and surgically abandon this portion of this rv lead. During the revision it was noted that insulation damage was seen on the left ventricular (lv) lead thus this was repaired, no abnormal measurements were noted on the lv lead. The leads remain implanted. No additional adverse patient effects were reported.